Manufacturer narrative:
The event of system explant due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11605, 1627487-2019-11606, 1627487-2019-11607, 1627487-2019-11610. It was reported that the patient was experiencing ineffective stimulation. The patient underwent surgical intervention to have their system explanted.